Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right knee was revised due to instability. Insert and patella were the revised devices.

Manufacturer narrative:
Corrected data: brand name; catalog #; PMA/510(k) # to be changed to unknown. An event regarding revision involving an unknown patella was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product ID, product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. It should be noted that the device was implanted in 1993. It was reported that the patient was revised due to instability however no failure mode associated with the explanted patella was reported. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to instability. Insert and patella were the revised devices.